Event description:
Patient alleges her left implant is ruptured and her right implant is ready to rupture. Medical records state "right side firm, left popped". Medical report states the left breast has a lump and thickening.